Manufacturer narrative:
Correction: manufacturer report 2938836-2015-04377. Should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced. Patient condition is fine.